Event description:
The customer reported that the system would not start up. No pt injury was report.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The isd (intelligent shut down) printed circuit board was replaced. The system was tested and found to be working as intended and put back into service.